Event description:
It was reported that the fiber broke and burnt the staff. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken, and it measured 218.5 cm. The instructions for use (IFU) states to inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. Hold the fiber tip to a nonreflective surface and ensure that a circular green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Since the most probable causes for moses fiber breaks is still being investigated the most probable cause is cause not established. The reported patient symptoms are a known risk associated with implant these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was also assigned to this investigation.

Event description:
It was reported that the fiber broke and burnt the staff. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.